Manufacturer narrative:
The consumer reported that the patient had a tooth type of 3, primary stability was achieved, consumer also reported that osseointegration was achieved and that the time of loss in time of relation to restoration was between 1 & 5 years of prosthetic restoration.

Event description:
The consumer reported that the patient had a tooth type of 3, primary stability was achieved, consumer also reported that osseointegration was achieved and that the time of loss in time of relation to restoration was between 1 & 5 years of prosthetic restoration.